Manufacturer narrative:
The event unit was returned for evaluation. Upon inspection, engineering confirmed that the labeling on one of the five returned units was missing information. The black and white label was missing, which contained following information: the "sterile r" symbol, use-by-date, and lot information. The labeling containing the product information and manufacturer information was present on the packaging. The root cause of this non-conformance can be attributed to operator errors within the manufacturing and inspection processes. The likelihood of this combination of errors is remote. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This document represents our initial and final report.

Event description:
Procedure performed unknown - "this is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Report from the distributor sales rep: before delivering to a facility, the agent noticed that a label on one(1) sterile pack of five(5) was absent." Type of intervention - na. Patient status - na.